Event description:
It was reported by dealer that the irc5po2v concentrator is overheating and shutting down used for a whole hour by user. Used in a facility. 96 hours on unit. No other information available.